Event description:
The user facility reported that at the start of treatment, the dialyzer was leaking blood externally at the thread. The leak was visible, at the arterial header. The machine did not alarm. No damage was noticed tot he dialyzer and the dialyzer had not leaked during prime. Blood loss was minimal, less than 1 ml. The patient was asymptomatic and did not require medical intervention. She felt well and tolerated treatment afterward without issue.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.